Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Investigation summary: with all available information, boston scientific concludes that the reported event of the patient experiencing pain while standing and walking was confirmed with imaging, it confirmed that the implant migrated ap, anteroposterior. Device technical analysis: the returned device was analyzed and the reported event was confirmed. The implant had bone and or bone marrow stuck inside the port and in the screw threads which made it impossible to turn during the functional test. It was attempted to be cleaned out but was unsuccessful due to the excessive amount of bone and it's location. Investigation conclusion: based on all available information, engineers are able to confirm that although the device is damaged and or non-functional due to bone marrow accumulated likely during the explant procedure, the allegation against the device itself is migration which was confirmed via imaging that it had migrated ap, anteroposterior. A labelling review found that the reported event is a known risk associated with the use of lumbar spine implants and associated instruments. The investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient stated that her pain changed while standing and walking. Imaging was performed and it confirmed that the implant migrated ap, anteroposterior. The physician indicated that the patient would likely require a larger implant. The patient underwent an explant procedure in which the device was removed and is doing well post operatively.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient stated that her pain changed while standing and walking. Imaging was performed and it confirmed that the implant migrated ap, anteroposterior. The physician indicated that the patient would likely require a larger implant. The patient underwent an explant procedure in which the device was removed and is doing well post operatively.